Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was overexposed image.

Manufacturer narrative:
Alleged failure: issue is a complete white out wash out on the screen. Cannot see anything. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the root cause of the issue reported is cracked traces on the transition board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was overexposed image.